Manufacturer narrative:
A2 - age at time of event: 18 years or older. Device is a combination product. A 2.50x48mm synergy stent delivery system was returned for analysis. An examination (visual and via scope) of the crimped stent found stent damage. Stent struts from the proximal section of the stent as well as the mid-section region were noted to be lifted from their crimped position and pulled distally. The undamaged crimped stent outer diameter was measured using snap gauge and the result was within max crimped stent profile measurement. The balloon was reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found multiple kinks along the length of the hypotube shaft. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that the stent was difficult to remove and stent struts were deformed. A percutaneous coronary intervention was being performed on a heavily calcified and tortuous lesion in the circumflex coronary artery. The 2.50 x 48 synergy ii drug-eluding stent was being used but was difficult to remove. Upon removal, stent struts were noted to be deformed. The procedure was successfully completed with a different device without issue or patient injury.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product.

Event description:
It was reported that the stent was difficult to remove and stent struts were deformed. A percutaneous coronary intervention was being performed on a heavily calcified and tortuous lesion in the circumflex coronary artery. The 2.50 x 48 synergy ii drug-eluding stent was being used but was difficult to remove. Upon removal, stent struts were noted to be deformed. The procedure was successfully completed with a different device without issue or patient injury.